Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 295 and blood glucose was 500 mg/dl. Customer declined high blood glucose troubleshooting due to high blood glucose being caused by steroid taken for foot.